Event description:
(B)(4). Same patient as MDR# 2134265-2012-05841. It was reported that during a stenting treatment procedure, vessel dissection occurred. In (B)(6) 2009, the patient presented with stable angina and was referred for cardiac catheterization. The 14mm x 3.25mm, 80% stenosed, target lesion was located in the mid right coronary artery (rca). The target lesion was pre-dilated with a 3.0 x 12 mm apex balloon and a type b dissection occurred. The dissection and target lesion were treated with a 3.5 x 20mm promus element stent, with 0% residual stenosis and good result. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).